Event description:
Add'l info received from MFR 6/6/03: the graft passing guide pin from the acl disposable kit was returned to linvatec. The device was received in two pieces. The overall length of the graft passing guide pin is approx. 17.38 inches. Of the two pieces received, one piece of the device, approx .295" long, was detached from the cutting tip end. The graft passing guide pin exhibited a visual bend in the pin in the area where the break occurred. This bend was visible on both pieces that were returned. This indicates that the graft passing guide pin, while inserted in bone, may have been physically pushed from one side to the other thus creating this point of bend or curve in the instrument. At the break site, both pieces also show that the graft passing guide pin may have been twisted in some manner. In addition, there are gouge marks on both pieces that were returned possibly made from forceps or a plier-like device. A material hardness check was performed and results showed the material to be within specifications. The graft passing guide pin is made with 17-4 stainless steel. The results of co's investigation included the actual device, a hardness check, and pictorial and visual examination. It has been concluded in co's investigation that the breakage of the device was due to user manipulation/handling and is therefore, not a malfunction of the device. Linvatec does not consider this event reportable under 21 cfr part 803, medical device reporting requirements. At this time, co has concluded there was no device malfunction and also have documented that there was not a report of a serious injury.

Event description:
During an arthroscopy/acl, the graft passing guide pin which passes suture broke approximately 2 inches from the tip. It took approximately 15-20 minutes after several attempts to retrieve the broken tip from the tunnel.